Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer states the device stopped rewinding and priming. It was reported that the device was stuck in the rewind sequence. The customer's blood glucose level at the time of incident was 126mg/dl. Troubleshoot was conducted, and it was reported that the device is being replaced and returned for analysis.